Manufacturer narrative:
S/w version: 5.2a retainer ring = black case type = ngp customer returned the pump for failed battery test error and repeated no delivery alarms found on 15-mar-2023. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test and occlusion test and the p-cap/reservoir does lock properly. The pump failed the sleep current test with high current isolated to pcb2. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test repeatedly on no date in the history files. Confirmed pump alarmed insulin flow blocked alarm on 14-jan-2023 05:29:15.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found ¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case corner of belt clip rails, label damage(serial number label faded), battery cap contact damaged, corroded battery tube, and pillowing keypad overlay. Confirmed customer complaint of failed battery test, issue isolated to pcb2. Could not confirm customer complaint of no delivery alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported random and unexplained no delivery alarms. The customer also reported pump rejected new batteries. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The insulin pump will not be returned for analysis.